Event description:
It was reported that a catheter issue occurred. The target lesion was a dissection located in the moderate tortuous and moderate to severe calcified vessel in the ostial left anterior descending (lad) and ostial left main (lm) artery. There was 50% stenosis. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured during use and was completely removed from the patient. The procedure was completed with another of the same device. The patient was stable and there were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was a dissection located in the moderate tortuous and moderate to severe calcified vessel in the ostial left anterior descending (lad) and ostial left main (lm) artery. There was 50% stenosis. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured during use and was completely removed from the patient. The procedure was completed with another of the same device. The patient was stable and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was observed kinked and detached. Visual and microscopic inspection revealed an imaging core broken drive and coaxial cable break beginning 29.5 cm from the distal end of the connector shaft. The impedance test showed a proximal electrical open. Media provided by the customer was inspected and showed the device partially visible with no evidence of the reported issue. E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was a dissection located in the moderate tortuous and moderate to severe calcified vessel in the ostial left anterior descending (lad) and ostial left main (lm) artery. There was 50% stenosis. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured during use and was completely removed from the patient. The procedure was completed with another of the same device. The patient was stable and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was observed kinked and detached. Visual and microscopic inspection revealed an imaging core broken drive and coaxial cable break beginning 29.5 cm from the distal end of the connector shaft. The impedance test showed a proximal electrical open. Media provided by the customer was inspected and showed the device partially visible with no evidence of the reported issue. E1 initial reporter phone:(B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was a dissection located in the moderate tortuous and moderate to severe calcified vessel in the ostial left anterior descending (lad) and ostial left main (lm) artery. There was 50% stenosis. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was fractured during use and was completely removed from the patient. The procedure was completed with another of the same device. The patient was stable and there were no patient complications.